Event description:
Reuse tech (rt) reports four incidents of blood leaks with the CT 190g dialyzers. All incidents occurred over the last month with reused dialyzers. The reuse numbers range from 12 to 42. The leaks were noted by an audible machine alarm and confirmed visually. No significant blood loss was noted. Treatments were discontinued and resumed with new disposables and completed without incident. Rt reported that there was no pt injury or medical intervention associated with these incidents.